Manufacturer narrative:
Upon retrospective review, this issue was determined to be reportable as an MDR.

Event description:
Merge hemo monitors, measures, and records physiologic data from a human patient undergoing a cardiac catheterization procedure. Customer reported that the lab pc experienced the hemomonitor.exe error. This error impacts the physician's ability to continue vitals monitoring during cath procedures while the system reboots. (B)(4).